Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the rptr: on (B)(6) 2013, the pt was brought in for a gastrectomy. The resection of esophagus was performed with idrive and (B)(4). The resection of jejunum was performed with idrive and egia60avm. Anastomosis of esophagus to jejunum was performed with (B)(4). The procedure was completed w/o problem. On (B)(6) 2013, a leak from the anastomosed part was confirmed and re-operation was performed. Since the anastomosed part was separated, the stump of esophagus and the anastomosed part of elevated jejunum were closed. The pt has to stay in the hospital for 6 months, rec'd a feeding tube, and is unable to ingest food during this time.